Event description:
It was reported to covidien on (B)(6) 2014 that the battery on this unit would not hold a charge. Upon covidien service investigation on (B)(6) 2014, missing segments were found. There was no pt involvement.

Manufacturer narrative:
The front pcb was replaced due to the missing segments. (B)(4).